Manufacturer narrative:
Qn# (B)(4). The device involved in this complaint was not returned for evaluation by the manufacturer. However, a variant model from the same family was use for the "verification of failure mode reported in the current manufacturing pr ocess" and was conducted as follows. Samples (200) were taken from the current production and visually inspected. The issue reported "tube deformed" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. The device sample is needed to perform a proper and thorough investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) there was no report of patient injury or medical intervention. Patient condition reported as fine. Customer reported no sample would be returned.